Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag 2nd generation primary console (serial number unknown) was investigated following the reported event of unusual motor noise, the motor being unable to increase speed, motor and system alarms, and overheating. The console was not returned for evaluation. Provided information stated that exchanging to the backup motor resolved the reported event. The root cause of the reported event was determined to be due to an issue with the centrimag motor and has been addressed under the motor investigation. The reported event could not be correlated to an issue with the console. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 11.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual) and the appropriate actions to take if the issue does not resolve. Device history records could not be reviewed due to the serial number of the centrimag console being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been connected to extracorporeal membrane oxygenation (ECMO) therapy for eight days. At approximately 4:00 a.m., nursing staff reported that the motor was emitting unusual noises and showed signs of overheating. The nursing team repositioned the patient, and the therapy continued to function. Subsequently, they reported that the motor's revolutions decreased without apparent cause and could not be increased. An immediate switch to the backup motor was performed, which operated correctly. The incident occurred during the use of a centrimag pump from one of the batches associated with global failures. Tests were conducted on the motor that malfunctioned using a console known to be operational, which triggered m4/m5 and s3 alarms. The motor was removed and would be sent to the manufacturer.